Manufacturer narrative:
--

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right atrial (ra) lead exhibited low pacing impedance measurements less than 200 ohms. Boston scientific technical services (ts) suspected an insulation break due to atrial tachy response (atr) episode which appeared to be noise from myopotential oversensing. The physician elected to program the device to vvi. No further intervention was performed at this time. The system remains in service. No adverse patient effects were reported.

Event description:
Further information received indicated that low ra pacing lead impedance measurements less than 200 ohms continued to be observed. It was reported that this has been an ongoing issue which had become more frequent in the last few months. The plan was to schedule an in-office follow up to evaluate the atrial lead. Additional information was unable to be obtained. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.